Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. Per additional follow up from the customer, the device was cleaned, disinfected, and sterilized the product before it sent in for repair. There was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, and the nozzle is cleaned with lint-free cloths/brushes/sponges and the air/water nozzle is flushed with detergent solution. The event can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had reduced angulation. The device was returned for evaluation. During the device evaluation, a foreign object was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that due to the wear of the angle wire, the bending angle in the up direction does not meet the standard value. The nozzle had foreign objects. Due to the wear of the angle wire, the play of the upward/downward angulation control knob was out of the standard value. The bending section cover had a scratch. The adhesive on the bending section cover was chipped. Because the suction cylinder was shaved, the suction volume did not meet the standard value. The suction connector was dirty due to water leakage. The suction connector was scratched. The suction cylinder was shaved. The paint on the suction cylinder was peeled. The connecting tube was dented, scratched, discolored, and wrinkled. The investigation is ongoing . A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.